Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease and history of coronary artery bypass graft.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 11 months due to unknown reason. Valve procedure has not been scheduled yet.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b2, b4, b5, b7, d6a, d6b, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through medical records that a 25mm 3300tfx valve in the aortic position is was explanted after an implant duration of 5 years, 3 days due to calcification, 2 fixed aortic valve leaflets and stenosis. The patient presented with dyspnea on exertion, lightheadedness and chest discomfort. The explanted valve was replaced with a non-edwards mechanical valve. The patient was discharged on pod #5. Per medical records: echo ((B)(6) 2024 ) av mean gradient 40mmhg and ava 1cm2 . At surgery to replace the valve, it is noted the 25mm 3300tfx had 2 fixed calcified leaflets whereas the non coronary cusp was fully mobile. There was very thick layer of pannus layer in the lvot at the base of the aortic valve. The surgeon suspects the pannus did generate some obstruction of lvot into the orifice of the aortic valve. The patient underwent redo avr with a non edwards device, s/p mv repair, redo CABG x1, maze procedure.